Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that a patient, who was admitted for type 2 necrotizing soft tissue infection to the left lower extremity, was receiving an infusion of epinephrine (titratable rate of 0-0.8 mcg/kg/min). The total volume of the epinephrine bag was 250ml and the pump was programmed with volume to be infused (vtbi) 250ml. The patient was also receiving levophed and vasopressin drips along with epinephrine. It was then reported that the epinephrine infusion run "dry" and transitioned to kvo rate (infusion complete-kvo) without the user changing to a new epinephrine bag. The event led to hypotension and bradycardia at 1118, and subsequent "code." Cardiopulmonary resuscitation (CPR) was administered, and the patient received 1mg of epinephrine. The patient's family requested to stop the CPR and the patient expired. Bd became aware of additional information through multiple follow-ups. It was reported that the hospital's own internal investigation revealed that the issue was due to "operator error." The hospital reportedly "did not retain" the involved devices for further investigation because they "never suspected" that the issue was due to the alaris system. Bd sent multiple requests to locate the devices, and to return for further investigation. Bd also requested for additional information on the reported event. Customer responded, "unable to obtain."